Manufacturer narrative:
H.10. For the reported three malfunctions, three devices were returned for evaluation. The lot number for the malfunctions were provided; therefore, a lot history review was performed. The missing tip of the tunneler was confirmed for all devices. A definitive root cause could not be determined. The devices are labeled for single use. H10: h6 (device code: 2306 - component missing). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 1709601. Port & catheter, implanted, subcutaneous, intravascular allegedly had a defective component. This report was received from a single source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 1709601. Port & catheter, implanted, subcutaneous, intravascular allegedly had a defective component. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.